Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ping meter read inaccurately high compared to her feelings. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2016. The patient reported that the alleged meter inaccuracy began on (B)(6) 2016 at 2:48pm when she obtained an alleged inaccurate high blood glucose result of ¿576 mg/dl¿ compared to her feelings. The comparison to feelings does not meet lfs¿ criteria for a valid comparison. The patient is on insulin pump therapy. During the follow-up call, the patient claimed she took an increased dose of novolog insulin based on the elevated result. The patient claimed that 8 minutes after the alleged issue began she developed symptom of ¿shakiness¿. During the follow-up call, the patient claimed she treated herself with apple sauce at the onset of the symptom. The patient informed the mss that she proceeded to the emergency room (ER) at 3:30pm where she received treatment to "bring her blood glucose up";the patient was unable to further clarify. The patient also claimed that whilst in ER her heart and blood pressure were monitored and that a blood glucose reading of ¿161 mg/dl¿ was obtained on the ER device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted the patient was testing with test strips that were stored correct and were not expired or past their discard date. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly a symptom suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.